Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states they was trying to take an MRI and they said they couldn't because there is a switch that has to be on the program to go into MRI mode. Agent asked if patient has kept the device charged and patient said not its been a long time since he has charged. Patient states the wire was coming apart or exposed something that stopped him from using it for years and even though this happened a few years ago they still technically feels the machine charge electrically in his body and they has had this thing for many years now. Agent reviewed possible over discharge and redirected to healthcare provider. Pt did not have any equipment and had to go look for this in order to get anything ordered. Pt was unsure what exactly was coming apart and did not have any sn to provide. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; explant date brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.